Event description:
Reporter noted two 25 gauge endoiluminators did not fit through trocar cannula. There were no pt complications.

Manufacturer narrative:
Product has not been received for evaluation to date.